Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the patient¿s house was struck by the lightening and the merlin transmitter had no power. The unit was plugged into a working outlet and it did not power on. The device was replaced.